Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped from 11 years to 8 years remaining in a span of 6 months. Boston scientific technical services (ts) have longevity analyzed when data refreshes. This device remains in service. No adverse patient effects were reported.